Event description:
Pt alleges in legal action permanent impairment and damage due to a right quadriceps tendon rupture, which occurred when a nurse fell on her after slipping on a floor wetted by a leaking c2. Incident occurred on approximately 3/27/1998.